Event description:
It was reported that the patient experienced frequent urination. The patient is urinating about every 15 minutes and is getting up about 8 times per night. The patient has a follow-up appointment with his physician and has been placed on finasteride, tamsulosin, antibiotics and other medication.

Event description:
It was reported that the patient experienced frequent urination approximately two months after a water vapor thermal therapy was performed. The patient is urinating about every 15 minutes and is getting up about 8 times per night. The patient has a follow-up appointment with his physician and has been placed on finasteride, tamsulosin, antibiotics and other medication.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary frequency is a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.